Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2021. The hcp suspected that the catheter was inserted in the 2005, however they could not find an or report of the implant. The first documentation of the catheter was from 2006, which mentioned 2005. The catheter could not be found in any paper copies of the implant dates so the hcp thought that the patient had the catheter implanted at a different location. It was confirmed that the catheter was revised on (B)(6) 2021. The lot number of the catheter was unknown.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# unknown serial# implanted: explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified a hole in the catheter body. H6: conclusion code d11 applies to the analysis findings of a hole in the catheter body. Conclusion code d14 applies to the reported catheter kink, curling, and inability to aspirate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8731sc, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen via an implantable pump. The patient was on a previous concentration of 3000 mcg/ml and had a maximum daily dose of 1217 mcg/day in (B)(6) 2020; the patient had a flex program with a basal rate of 35.8 mcg/h. On (B)(6) 2021, they lowered the concentration to 1000 mcg/ml; the current daily dose was 57 mcg/day (simple continuous). The patient¿s medical history included a partial cervical spinal cord injury (c6-c7) since an accident in 2004 involving c4-c5. It was reported that the pump had been significantly increased with a short-lasting effect up to 1217 mcg/day (in (B)(6) 2020). Over the course of this elevation, the patient¿s apnea started to bother him more, and he became less clear. The patient experienced many side effects on cognition and sleep at doses greater than 1000 mcg/day. Physical medicine and rehabilitation (pm & r) examined the patient, and it was decided to do further troubleshooting because the effect of the pump was debatable. They started to considerably reduce the dosage in anticipation of a revision. Since then, the patient clearly started to walk better, was less spastic (still stiff), and had less apnea. Tapering off the intrathecal baclofen gave the patient improvement, and he was less spastic. A catheter access port (cap) test was performed, and they were unable to aspirate the catheter. A catheter problem was suspected. It ¿did not seem like overdose.¿ revision of the catheter took place during the week of (B)(6) 2021. The neurosurgeon thought that they observed a slight kink, and the catheter was curled up behind the pump. The catheter segment would be returned to the device manufacturer. There were no applicable environmental, external or patient factors that might have led or contributed to the event. Information regarding the patient¿s weight and other medications was unavailable. The event occurred in 2020 (year valid).